Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "downstream occlusion" alarm was confirmed through the event history log review. The cause was undetermined. If any add'l info is received a follow up will be sent. The force sensor assembly was replaced.

Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "downstream occlusion" alarm was identified in the event history log. Any patient involvement, injury or medical intervention is unk since the item was found during eval of the device.